Event description:
Complaint was received in a batch report from the distributor (log #20758) on (B)(4) 2013. No other information was provided. Caller alleged false negative hcg results.

Manufacturer narrative:
Customer did not provide a lot number. Unable to perform further investigation due to insufficient event details. Root cause could not be determined from the information provided. This issue will be tracked and trended. Corrective action not required at this time.